Event description:
It was reported that there was poor barrier separation in sample and clots with a bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin. The following information was provided by the initial reporter: it was reported that there is poor separation and clots in the tube. (1 of 2) listed below are some of the centrifuge settings that were observed. Would you please explain what the potential negative impacts are for samples in the following scenarios? Samples spun in bench top centrifuges at ~2875 x g with a spin time of 5 minutes. Samples spun in an automated pre-analytic system at ~3000 x g with a spin time of 5 minutes. Samples spun in an automated pre-analytic system at ~3000 x g with a spin time of 7 minutes. Samples spun in an automated pre-analytic system at ~3000 x g with a spin time of 10 minutes. From our observations we have noticed that customers seem to have their centrifuges set to ~3000 rcf with a spin time of 5-10 minutes. Do you have an idea as to why 3000 rcf seems to be the standard across the board? Below are some examples of clots/debri that have been found after spinning samples at ~3000 rcf for 5-10 minutes.these are samples that were spun on our automated pre-analytics module(cobas 8100). Do you have any ideas why this might be happening? Additional info received: I apologize for the delay in my response to your questions. I am not able to confirm what type of samples tubes were shown in the pictures with 100% confidence. Customers in our territories have stated that these clots/cellular debris are occuring in either tube type. The yellow area in some of the photos is most likely the reflection of the photo unit light on the sample tubes, if you notice from the photos the samples are not seated perfectly upright at this station and this angle may cause some distortion of the images.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation or fibrin were observed. Plant testing: product records were checked with no issues being identified. Performance test of lot number 200711 and 200713 was performed and no issues were found. Thrombin strength (titer) and gel movement was checked, with no issues identified. Clinical testing: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, poor barrier/fibrin because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to poor barrier and fibrin. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 200711, medical device expiration date: 2020-09-18, device manufacture date: 2021-09-30. Medical device lot #: 200713, medical device expiration date: 2021-09-30, device manufacture date: 2020-09-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was poor barrier separation in sample and clots with a bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin. The following information was provided by the initial reporter: it was reported that there is poor separation and clots in the tube. (1 of 2). Listed below are some of the centrifuge settings that were observed. Would you please explain what the potential negative impacts are for samples in the following scenarios? Samples spun in bench top centrifuges at ~2875 x g with a spin time of 5 minutes. Samples spun in an automated pre-analytic system at ~3000 x g with a spin time of 5 minutes. Samples spun in an automated pre-analytic system at ~3000 x g with a spin time of 7 minutes. Samples spun in an automated pre-analytic system at ~3000 x g with a spin time of 10 minutes. From our observations we have noticed that customers seem to have their centrifuges set to ~3000 rcf with a spin time of 5-10 minutes. Do you have an idea as to why 3000 rcf seems to be the standard across the board? Below are some examples of clots/debri that have been found after spinning samples at ~3000 rcf for 5-10 minutes. These are samples that were spun on our automated pre-analytics module(cobas 8100). Do you have any ideas why this might be happening? Additional info received: I apologize for the delay in my response to your questions. I am not able to confirm what type of samples tubes were shown in the pictures with 100% confidence. Customers in our territories have stated that these clots/cellular debris are occuring in either tube type. The yellow area in some of the photos is most likely the reflection of the photo unit light on the sample tubes, if you notice from the photos the samples are not seated perfectly upright at this station and this angle may cause some distortion of the images.